Event description:
Chlora-prep from IV start kits was used to cleanse patient's skin before IV insertion. A small piece of from the chlora-prep kit was noted to be poking through the soft surface and scratched patient's skin during the cleansing process. Patient noted to have multiple scratches around antecubital area and forearm with small amount of blood. Patient states "I thought it felt rough but I didn't want to say anything." Rn apologetic and states she will follow up with appropriate patient safety reports. Patient's skin was wiped clean and patient offered an ice pack. Patient states she is okay and states "...the fact that you feel so bad reassures me that you did not do it on purpose. Stuff just happens, I'm fine." This rn gave defective product to charge rn. Md aware and will place order for bacitracin. Bleeding quickly stopped, no obvious signs of distress.